Event description:
During a conversation with the maquet account manager, the physician assistant "pa" mentioned that there have been three cases using hemopro device where the black piece inside the short port btt inflation valve popped. The pa was able to complete the procedure using the same btt port. The pa did not report any patient complications. There was no customer account, there was no lot numbers, there was no date of procedure except that 3 times in the week of (B) (6) 2009. The pa is performing cases from several different hospitals in (B) (6) and there was no other information available. Since there was no customer account, there was no lot numbers, there was no date of procedure, qa documented this complaint under one incident (B) (4)1 and used the guidant cardiac surgery account (B) (4).

Manufacturer narrative:
After the procedure, the hospital discarded the product. The lhr for this product can not be reviewed because the product was not returned to maquet for analysis and the lot number and account number was not provided. (B) (4).